Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the patient experienced a tissue damage. The chronic totally occluded (cto) target lesion was located at the moderately tortuous and severely calcified superficial femoral artery (sfa). A truepath¿ crossing device was selected for use. During the procedure, it was noted that the device had an alert. Consequently, the device was removed but the alert still did not stop. It was observed that there was a tissue fragment that was stuck at the catheter's tip. The procedure was completed with a different device. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned product consisted of a truepath cto device. The control unit, motor housing, drive shaft, working length, and tip housing/tip were microscopically examined. There was saline on the outside of the shaft and tip of the device. The tip was protruding to far distally out of the housing. Functional testing was performed by turning on the device. All the led lights lite up and an audible noise was heard, meanwhile the device vibrated; however, the tip did not rotate. The screws were removed from motor housing to inspect the motor and drive shaft. The motor was working; however, the drive shaft was broken. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the patient experienced a tissue damage. The chronic totally occluded (cto) target lesion was located at the moderately tortuous and severely calcified superficial femoral artery (sfa). A truepath¿ crossing device was selected for use. During the procedure, it was noted that the device had an alert. Consequently, the device was removed but the alert still did not stop. It was observed that there was a tissue fragment that was stuck at the catheter's tip. The procedure was completed with a different device. No further patient complications were reported.